Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. Back in (B)(6) 2026 (exact date unknown), the patient was admitted to the hospital for a pre-existing health condition (liver failure). During this time, he experienced dizziness and difficulty focusing. A fingerstick blood glucose (fsbg) measurement showed a significantly elevated level of approximately 400 mg/dl. Concurrently, the cgm readings were inaccurate, reflecting values approximately 29¿30 points lower than the fsbg. Due to the severity of his condition, the patient was treated with intravenous (IV) fluids and an IV insulin drip to manage hyperglycemia. Over several hours, his blood glucose levels steadily decreased, and his symptoms began to improve. He remained hospitalized for two days for continued monitoring and management of both his liver condition and blood glucose levels. The patient was discharged two days later (date unknown), and the patient¿s glucose levels had already stabilized, and he reported feeling significantly better overall. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 29-30 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.